Manufacturer narrative:
The insulin pump was received with a black shadow on the display due to a warped or uneven printed circuit board on the liquid crystal display board. The insulin pump passed the self test, and no missing segments were noted during the test. The insulin pump was received with a minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had a screen that turned black through the middle of it, and the customer was unable to read the screen fully. The customer did not know the blood glucose reading. The customer stated that he may have had a skin reaction with the screen. Upon troubleshooting, the insulin pump became legible again after about an hour. The customer requested replacement of the insulin pump, although the device passed the self test. Nothing further reported.